Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred during basal delivery. Cartridge was reloaded to resolve the issue. There was no reported impact to customer's blood glucose. Subsequently, customer reverted to using manual injections for insulin therapy.